Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after a fall and the patients heart rate was low. Upon interrogation, the patients right ventricular lead had loss of capture. Lead could not capture in bipolar, and could only capture unipolar at high output. Multiple episodes of noise reversions were also noted on the stored electrograms. It was suspected that the lead was damaged. The patient refused intervention; the device was reprogrammed and the patient was placed in comfort care.